Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported some lightheadedness at the time. There was no concern for right heart failure due to the aortic valve opening.

Manufacturer narrative:
H6 correction: medical device problem code 1384 - mechanical problem added. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The account submitted one cta image and one video for evaluation. The reported outflow graft obstruction could not be confirmed due to image quality. The submitted controller event log files captured a sudden decrease low flow alarm on 04feb2025, with flow decreasing to 0.0 lpm. The file captured the low flow alarm resolving later on (B)(6) 2025 with flow recovering to values above the low flow threshold. As flow began to increase, a brief motor instability fault and rotor noise fault flags were captured. These events suggest that a thrombus was passing through the pump. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event

Event description:
The cause of the aortic valve opening was found to be due to the zero flow event, and the aortic valve was reported to now be opening intermittently, not every beat. Trivial aortic regurgitation was noted, and the patient was said to have had a history of trivial aortic regurgitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with an acute drop in flows to 0.0. Pump speed remained at 5800 rpm and pulsatility index (pi) and watts were in 4s. The patient was alert and oriented, blood pressure 110's/70's. The patient's heartrate was paced in the 70s. The patients flows recovered to baseline around 21:00 the same day. An echocardiogram was performed and the aortic valve was observed to be opening every beat. The patient was placed on dubutamine and a heparin drip. A stat computed tomography scan (CT) with contrast showed obstruction of the outflow graft. The event log file captured a drop in flow to 0 and a drop in pump power from a baseline of 4.6w to 3.7w on (B)(6) 2025 at 09:11. Elevated rotor noise was noted in the log files when the flow dropped to 0.0 liters per minute (lpm), which may be indicative of something passing through the pump temporarily obstructing flow. The pump was operating at normal temperatures at the time. The latest pump parameter data, pump rotor noise, and pump displacement have returned to operating in ranges seen prior to the flow dropping to 0.0 lpm.